Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports experiencing active periodontal disease aap type ii potentially worsening the oral health. This diagnosis was from measuring generalized moderate bone and gum loss, with average recession of the gingival margin being -3 mm, as well as identification of periodontal pockets. This condition can significantly impact the health of the teeth and gums, it is crucial to address this condition before continuing with the aligner treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.